Manufacturer narrative:
The hospital discarded the flow sensors and replaced them with new flow sensors. Ge healthcare service representative was unable to inspect the flow sensors. The unit was functioning properly. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported flow sensor failure causing loss of mechanical ventilation during a case. There was no report of patient injury.